Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the left elevating legrest, height adjustment tube slides down as soon as there is weight put on the legrest.

Manufacturer narrative:
The device was evaluated by the returns department which found that the evaluation could not get the tube to slide freely during the bench test.

Event description:
Provider states that the left elevating legrest, height adjustment tube slides down as soon as there is weight put on the legrest.